Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, dislodgement was observed on the left ventricular lead. High capture threshold was also noted. The lead was explanted and replaced. The patient's condition is stable.